Manufacturer narrative:
Estimated event date. Activa rc is not approved for treatment of dystonia, which makes this an off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for generalized dystonia. The patient has two inss, but only one had an issue. The patient charges once a week and charging status is checked with the programmer every night before going to bed, so the event was strange as the charging level could usually be kept constant. After charging both inss at the same time, the remaining charge was checked. On (B)(6) 2018, the ins with no issue was at 99% and the other rapidly depleted to 75%. The following evening, the patient did not check the charging status. On (B)(6), the patient visited the hospital. On (B)(6), the programmer showed the ins was "low," and the patient charged to full in 4 hours. The ins had never dropped to low in just three days. The patient's physician told them to charge the ins mor e frequently. On (B)(6), the patient saw an out of regulation (oor) message on the programmer. The patient checked the device multiple times, but the issue persisted. The oor message was resolved by replacing the programmer batteries. The ins was at 75% battery at this time. The following day the patient was admitted to the hospital for precaution as there was concern that the ins voltage was dropping rapidly. The ins stayed at 75% the remainder of that day. Impedances were checked but revealed no electrode pairs out of range in a variety of positions: neck frontward, neck turning to left/right, neck bending backward, and neck bending forward. The patient's settings were 0-,1-,2+ ,3+ at 3.3 v with 120 microsecond pulsewidth and 180 hz on that side. After checking the impedances, an oor was seen again, and charging level was indicated as 50%. A recharging interval calculation indicated the battery should deplete from 100% to 0% in 3.14 weeks. The recharging indicated the patient normally charges for 3-4 hours and reaches 100%. Coupling was generally 8 bars, although it was noted that on one occasion coupling was 4 bars. The session data indicated the ins depleted from 100% to 75% in two days on one occasion. There were no particular contributing factors that may have led to the issue. The suspected cause was an ins issue, but a possibility of fracture was considered. Product replacement and operation to check for fracture iss ue was considered.

Manufacturer narrative:
Analysis of the ins s/n (B)(4) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was disconnected and replaced because there was no other solution. Replacing the ins resolved the issue, but the cause of the issue was still undetermined. It was clarified that the patient was implanted in the internal segment of globus pallidus (gpi) on the right side. No further complications were reported/anticipated.